Event description:
It was reported that the insulin pump would not hold a battery charge. The blood glucose reading was over 300 mg/dl. The customer stated that two weeks ago, the battery was a "dud" and went out in the middle of the night. She stated that she had been having issues with the insulin pump ever since and requested its replacement. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to the battery tube connector not having been plugged in properly. The off no power alarm could not be verified due to the blank display. The insulin pump was received with a minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.